Event description:
It was reported that this pacemaker was checked in clinic to optimize programming. The pacemaker was tested with provocative maneuvers with noise able to be produced. The patient was noted to have experienced syncope and to have a neurological condition. This device remains in service. No adverse patient effects were reported.